Manufacturer narrative:
It was reported that when an order of oral syringes was received and opened, twelve (12) were observed to be "damaged." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. The reported problem/issue was unable to be confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when an order of oral syringes was received and opened, twelve (12) were observed to be "damaged.".